Event description:
Pinhole in balloon was observed that prevented the completion of testing this ich stability unit. The components of this device represent components used in commercially released products. The internal lot # is 0102061419.

Manufacturer narrative:
Inspection of the product confirmed a balloon leak located within the distal end and above the marker band. The balloon external surface showed light surface abrasions. The leak site tear edge was deformed, and bulging of the balloon material was observed. The internal surface showed anomalies adjacent to the tear. The external surface damage may indicate that the balloon material was possibly pinched creating the tear edge deformity and bulging.